Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-05082 the patient was implanted with two scs systems (thoracic and occipital). This report is regarding the occipital system. It was reported stimulation was non-functional for approximately 5 months due to high impedance measurements on multiple lead contacts. Subsequently, surgical intervention was undertaken during which time both occipital leads were explanted and replaced with new model leads. The ipg was electively replaced during the same procedure. Intraoperative impedance testing was within normal limits. Effective stimulation was restored postoperatively thus resolving the issue.